Event description:
It was reported that a cgm (continuous glucose monitor) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset instructions, and the customer planned to reset the pump and follow up if the issue persisted.